Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. After pre-dilatation was performed, a residual stenosis was 25%. Following pre-dilatation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported.